Manufacturer narrative:
Results (other): the alarms battery connectors inside the unit are damaged and there is a battery acid leak. Note: this model has been discontinued by the posey company.

Event description:
The reporter did not state the reasons for the return of the personal alarm ii model 8203. There was no pt contact or injury reported. Inspection shows that the alarm has a battery acid leak and the battery connectors are damaged which could potentially cause the alarm to work intermittently.